Event description:
The reporter indicated that the tach boundary of 220 and tach zone shock confirmation "on" values were reprogrammed by the device to 200 and "off" following induction from the implant menu. An attempt to stop printing of final chronolog episode caused the programmer to lock up. The programmer had to be turned off and back on to get the final itp (inquire, telemetry and print). The event date is estimated.